Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'double beep no cassette.' Found during testing, there was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The cause of the customer reported problem was the downstream occlusion (dso) sensor. The manufacturer representative replaced the dso sensor, and the pump passed all functional tests and performed as intended after repair.